Manufacturer narrative:
Pump received with blank display due to faulty component on the mother board. Unable to perform idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unable to verify low battery alarm and motor error alarm due to blank display. Pump had corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had issues with the insulin pump. The device had a low battery alert. The device had been alarming motor error during a bolus since yesterday. After low battery troubleshooting was performed, the insulin pump had turned off. They could not turn it back on. Troubleshooting was performed but the device did not work. The customer¿s blood glucose during the incident was 338 mg/dl. No further details were given. The insulin pump will be returned for analysis.